Manufacturer narrative:
Product has not been returned for evaluation. Original complaint received from pharmaceutical company. Unable to run complaint history check or device history review. Lot number is unknown. Will continue to monitor.

Event description:
Pharmaceutical company reported an incident involving a bd pen needle. Consumer had a cannula break-off during injection in stomach. Md advised ER visit where the needle portion was removed.